Manufacturer narrative:
The pump passed the displacement test. The pump failed the sleep current test and active current test. The pump failed the self test due to pump error 75. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed four failed battery tests on 04/19/2023 at 01:02:13.000, 01:02:23.000, 01:06:25.000, and 01:06:41.000. Pump alarmed two pump error 53 alarms (file number: 16, line number: 450, esf #: (B)(4)) on 04/19/2023 at 01:02:11.000, and 01:02:20.000 due to a possible hardware error. Pump alarmed two pump error 54 alarms (file number: 191, line number: 32149 on 04/19/2023 at 01:02:11.000, and 01:02:20.000 due to a possible hardware error. Pump alarmed pump error 75 alarm on the event date of 06/13/2023 at 08:33:16.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, lithium backup battery, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, keypad flex connecting cable, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Failed batt test was not confirmed during testing. Pump error 53 and pump error 54 alarm was confirmed in the history files and traces due to moisture damage on the electronic assembly. High sleep current and active current measurement and pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. Moisture damage was confirmed found on the battery tube, electronic assembly, keypad flex connecting cable, motor, lithium backup battery, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, customer will discontinue to use the device. The insulin pump will be returned for analysis.